Manufacturer narrative:
The complaint was reported to renovis after a routine 6-month follow-up examination. And x-ray revealed a dislodged cover plate and two backed-out screws. According to the surgeon, the patient is asymptomatic and the affected level of the 3 level construct have fused. There are no current plans to re-operate as the cover plate appears fully captured in the disc space. This complaint will be re-opened if/when renovis receives information that a revision surgery is planned or has been performed. As no revision surgery has been planned, renovis will not receive the implants back for a full investigation. Based on the initial analysis, the most likely cause for the failure mechanism is one or both of the outboard screws pushing on and dislodging the cover plate due to excessive forces placed on the most inferior cage of a 3 level fusion. Device not explanted.

Event description:
Sales rep for s1 spine (gl) informed renovis customer service (kj) of a product complaint on 02/23/2017. The complaint pertains to a s150 stand-alone anterior cervical interbody fusion 3-level construct, which is a contraindication to the IFU. The complaint was reported to renovis after a routine 6-month follow-up examination. An x-ray revealed a dislodged cover plate and two backed-out screws on the most inferior cage of a 3-level fusion. According to the surgeon, the patient is asymptomatic and all 3 levels have fused. There are no current plans to re-operate as the cover plate appears fully captured in the disc space.